Event description:
It was reported that prior to use, on (B)(6) 2013, the mesh was found out of the packaging. It was not inside the inner packaging, the sterile one with the blister. It was in the external packaging. It was not used on the patient. There was no adverse patient consequence reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.